Manufacturer narrative:
The investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The device history records (DHR) for the affected lot was reviewed. There were no abnormalities that could have contributed to this event. The sample was released according the MFR acceptance criteria. The root cause has not been determined. (B)(4).

Event description:
A surgeon reported within 2 months of use of the scissors, covering about 10 surgeries, the scissor tip broke while in the pt's eye. The doctor retrieved the scissors tip from the pt's eye during the same procedure. There is no known impact or consequence to the pt. Add'l info has been requested.